Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got replace battery now alarm and also power error was detected. Customer¿s blood glucose level was 124 mg/dl at the time of the incident. Troubleshooting was assisted for power error detected alarm and customer stated that customer able to complete pump rewind. Self-test performed and which is passed. Customer has not previously called to report power error detected. Customer states the type of battery in use is aa (B)(6). Reviewed alarm history. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used and was not dropped. Customer stated there were not unattended alarms. Customer stated that the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer received replace battery now without low battery warning. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.